Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the sidecom board no longer working. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. Facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the nurse call function does not work. The bed was located at the account in the shop. There was no pt/user injury reported. (B)(4).